Event description:
The caregiver states that the crank that raises and lowers the bed will not turn at all. The caregiver was unable to find the serial number on the bed. No additional information is available.